Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen and the drawer failed. A field service engineer (fse) removed emergency latch and pocket 1.7, to recover jammed drawer. A field service engineer checked all drawers and slides, opened the side cover, checked connections in electronics drawer and removed dust inside the cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was stuck on the carefusion screen and drawer failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.